Event description:
Nurse attempted to pull pt's PICC line; PICC broke. PICC was clamped, and pt sent to interventional radiology. Dr attempted to pull PICC and it broke again. Invasive procedure required by ir to remove PICC.